Event description:
It was reported that the patient was not getting adequate pain relief due to the paddle lead was extremely mild positioned and was offset to the right. The patient was also experiencing weakness in the legs and has been urinating with extreme frequency. The patient underwent a revision procedure wherein leads were added and the lead and ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn per facility preference.

Manufacturer narrative:
Event date: exact date unknown, event occurred in february 2021, one week after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: (B)(4).